Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).

Event description:
A customer reported that the fluidics module was not working properly during surgery and it was not infusing bss in the patient's eye. A system message was displayed. The surgery was carried out and completed using another system. There was no patient harm. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The fluidics module was replaced to address this issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause of the reported event can be attributed to the fluidics module.

Event description:
Additional information was received from a company representative. No system message was displayed during the event. The system message was only found by the technical service.